Event description:
While performing an anterior cervical procedure, the restrictor plate removal driver did not engage the restrictor plate causing the restrictor plate and screw to fall into the surgical site. Both were removed from the patient by the surgeon without injury to the patient. There was no reported extension of surgical time.

Manufacturer narrative:
Investigation pending.